Event description:
It was reported that a patient underwent a total joint arthroplasty of touch cmc1 prosthesis. Subsequently, the patient underwent revision surgery, approximately 2 weeks post-surgery due to dislocation; the patient reportedly dislocated the prosthesis while removing a plastic bag that had been placed over the hand during showering.

Manufacturer narrative:
The reported event could not be confirmed because the affected device was not returned for evaluation. A review of the device history record for the reported lot did not indicate any abnormalities related to the reported event. Based on the available information, the most probable cause of the reported event was an inadvertent patient movement during a postoperative activity, resulting in dislocation of the prosthesis. There is no information indicating a device malfunction or surgical error.